Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had air/water (a/w) channel and air/water (a/w) cylinder has foreign objects. Additionally, the circuit board unit in scope-connector and the plug unit were dirty. There was no patient involvement.